Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion at 19.8 ¿ 20.0 cm from the connector pin the ICD can. The etfe coating was abraded at this location. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
This report is to advise of an event observed during analysis. Analysis found external insulation abrasion.